Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient felt they were not getting pain relief. The rep was notified about the explant after the fact. It was unknown what was done with the explanted device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-may-01 information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they wanted to have their implanted neurostimulators removed and the issue began last year. Patient stated they were trying to have it fixed for the last year and no one could could seem to get the programming to properly relieve the pain. Patient noted they could never get it calibrated to work on their back and the only place it worked was in their legs and it was their back that was hurting and they had a lot of pain there. The patient was redirected to their healthcare provider to further address the issue. Patient service sent email to the field on patient's behalf. Rep reported reprogramming on (B)(6) and got good coverage in her back. Patient is still considering the explant. Their doctors are letting rep know when patient's next appointment is so they can be there to either reprogram or talk options. On 2024-may-28 additional information was received from a manufacturer representative (rep). The rep reported that last they recall they were able to get patient bilateral back pain- patient was very happy and excited when they met and thanked the rep for working with them as they felt others had given up. For now here are the updates right after our programming on (B)(6). Patient was going to reach out to if they needed another reprogram but I did not hear back from the patient and instead heard from the fellows on (B)(6) that they reached out to them about getting an explant. Cause of the issue was not determined. Rep will reach out to patient to see if they are willing to meet for another reprogramming. On 2024-jun-27 the rep reported the device was explanted on (B)(6) 2024 and referenced another rep to contact who was present for the explant.